Event description:
It was reported that the user's handheld froze following a successful interrogation. Reseating the flashcard temporarily resolved the freezing screen; however, the site requested that a new device be sent to replace the non-working device. The non-working device has been returned to the MFR and analysis is underway. However, it is known that under certain conditions this type of screen freeze event can occur with the (B)(4) handheld computer and cyberonics (B)(4) software.